Event description:
Graft implanted for abdominal aortic aneurysm repair. Act scan showed a leak at the bifurcation of the graft. The quantity of blood that leaked through the graft is unknown. The bleeding was stopped with sutures. The graft was left in. The post-op condition of the patient is reported as "did poorly."